Event description:
An eye technician at the eye doctor performed a glaucoma test using a tonopen. The tonopen was not holding a battery charge so she hit my eyeball multiple times very hard to obtain the reading. After the numbing drops wore off I had persistent eye pain that lasted for months. When I called the office I learned that I was not the first and that this occurred in one pt every couple of months. In my opinion standard eye exam should not cause problems. It has been 5 months and the pain is there on and off and I have developed a long hair like floater in the center of the injured eye. Since the tonopen test, I have visited the eye dr 5 times and have fears about my eyesight deteriorating, my job and enjoyment in life. Since there are so many different ways to test for glaucoma, I would personally like to see the tonopen removed from the market. I am guessing that the handheld pen is an inexpensive device that brings the most profit. If the FDA keeps the tonopen they should not allow technicians to do the test as it is too simple to injure the eye. In summary I went to the doctor to see if I needed reading glasses and came away with damage and pain to the eye. Please remove the tonopen from market so that this does not happen to others. Thank you.